Event description:
The pt had cystectomy and ileal conduit due to bladder cancer. He had an obstructed left kidney due to ureteric stricture which was treated by a resonance stent. As he was getting pain in the left kidney area and hydronephrosis, it was decided to remove the stent. But the physicians were unable to pull the stent out by cystoscopy. Subsequently, left ureteroscopy was done and the upper end of the resonance stent was found to be eroding into the ureteric wall and hence the difficulty in removing the stent. The lower half of the stent was removed by cutting half way through and the upper part of the stent was left inside the pt. The pt is awaiting a left nephrectomy to remove the non-functioning kidney and the kidney along with the upper part of the eroded stent. The pt's current condition: the pt is fine. Investigation: the device involved in the complaint was not returned for eval. Therefore, the customer complaint could not be confirmed and the cause of the complaint could not be conclusively determined. The lot number of the device is unk, therefore, it was not possible to review the mfg records for the affected device. We were unable to conduct a sample test from this lot because the lot number was unk. We can provide the following comments: the pt's bladder was removed as a result of bladder cancer, an ileal conduit was created, this is a new channel for urine diversion using intestinal tissue, when the bladder is removed. The ureters are joined together and by using intestinal tissue a new channel is created which diverts urine through the abdominal wall through a stoma, the pt wears a pouch to collect the urine. A ureteric stricture is a narrowing of the ureter. The pt has cystectomy and ileal conduit due to bladder cancer. He had an obstructed left kidney due to ureteric stricture which was treated by a resonance stent. The resonance stent was implanted in 2008. As he was getting pain in the left kidney area and hydronephrosis, it was decided to remove the stent. But the physicians were unable to pull the stent out by cystoscopy. Subsequently, left ureteroscopy was done and the upper end of the resonance stent was found to be eroding into the ureteric wall and hence, the difficulty in removing the stent. The lower half of the stent was removed by cutting half way through and the upper part of the stent was left inside the pt. The pt is awaiting a left nephrectomy to remove the non-functioning kidney and the kidney along with the upper part of the eroded stent. The physician provided the following info: previously a normal stent (plastic) had been inserted in the pt but this was not draining, therefore the decision was taken to implant a resonance stent. The resonance stent was fine for a year. The pt was monitored at regular intervals. The first pain was experience in 2009. It was first attempted to remove the stent the following month. This attempt was unsuccessful and the second attempt was three months later. On this occasion, half of the stent was successfully removed. It is unk if the stent was performing as intended up until the point that it was removed but it is known that it worked up until 2009. It is unk why the decision was made to leave the stent in place for longer than the recommended length of time. The recommended indwell time for this product is 12 months provided the pt's status permits. The physician has half of the stent and the other half remains in the pt until the proposed explant date in 2010. The pt's current condition is fine. A caution on the instruction for use, advises the following: "complications of ureteral stent placement are documented. Use of this device should be based upon consideration of risk-benefit factors as they apply to your pt. Informed consent should be obtained to maximize pt compliance with follow-up procedures". Other cautions on the instructions for use for the resonance metallic ureteral stent set include: "these stents are not intended as permanent indwelling stents". The stent must not remain indwelling more than twelve months. If the pt's status permits, the stent may be replaced with a new stent". Individual variations of interaction between stents and the urinary system are unpredictable".

Manufacturer narrative:
Summary: a 2 year complaint history has been reviewed for this product family. There have been no other reports of this nature where a resonance stent could not be removed successfully due to erosion into the ureteric wall. This event represents an isolated occurrence. The likelihood of this type of occurrence is rare. However, complaints of this nature will continue to be monitored for potential emerging trends. These stents area not intended as permanent indwelling devices and must not remain indwelling for more than 12 months as outlined in the IFU. In this case, the stent was in place for 19 months before it was attempted to remove the stent. Corrective action: no corrective action is warranted at this time because this report was unable to be verified. This observation represents an isolated occurrence. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.